Event description:
It was reported that during a device exchange, high, out of range pacing impedance was observed when the leads were connected to the device. The leads were fine when tested through the psa. Rebooting the programmer still resulted in high, out of range pacing impedance on the leads. The device was not implanted and was replaced with no similar problems. The patient left the procedure in good condition.

Manufacturer narrative:
The reported field event of an impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.